Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-06587. The pt had an scs system for off-label use. It was reported, the pt's scs system was explanted due to an infection in his lower leg. Sjm was made aware of the event on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.